Event description:
It was reported that during a cardiac resynchronization therapy defibrillator (crt-d) generator change, the physician attempted to address previously failed ventricular fibrillation (vf) shocks. The left subclavian vein was found to be occluded via venogram, preventing the placement of a new transvenous dual-coil lead. Initial defibrillation threshold (dft) testing failed, requiring external defibrillation. A competitor subcutaneous (sub-q) coil was placed posteriorly and connected to the existing competitor lead, creating a dual-coil system, and a subsequent dft test was successful. The device was programmed to maximum high-voltage output, and the procedure was completed. The patient was in stable condition with no adverse events.